Manufacturer narrative:
(B)(4). Eval results: 85% stenosis following pre-dilatation, little calcification. Conclusions: 85% stenosis following pre-dilatation, little calcification. Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned between the inner shaft markers and balloon pillows as per specifications. The 3rd - 5th distal stent segments were deformed and lifted off the balloon. The remaining stent segments were positioned as per the specification on the balloon. The stent and balloon were curved in shape.

Event description:
A micro-driver rx coronary stent system, length 18mm, diameter 2.5mm, was intended to treat a lesion in a patient. It was reported that the stent would not cross the lesion and, on removal from the patient, the stent struts were destroyed. The target lesion, which was located in the lad, exhibited 90% stenosis with little calcification. It was reported that the target lesion was predilated once to 12 atm with a 2.0 x 12mm balloon. The 85% stenosis remained post pre-dilatation. The device was inspected prior to use with no abnormalities noted. No patient injury occurred and no clinical sequelae have been reported.